Event description:
It was reported, that "the trach has a slow leak, pt. Is unable to deflate all the way." There was no reported pt injury and/or change in therapy. The involved device has not been returned for analysis and investigation as of the date on this report.